Manufacturer narrative:
Implant, explant, and event dates updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the procedure was completed, no change in intracranial pressure was observed. The device was replaced by another device.

Manufacturer narrative:
The peritoneal catheter was returned and was patent. However, the returned catheter did not meet the requirements for leak testing because it was returned in two pieces, one measuring 65 cm, and one measuring 18 cm, a total of 83 cm. It is unknown how or when this damage occurred. The edges around the tear were jagged. The instructions for use (IFU) that accompany the device caution that ¿low tear strength is a characteristic of most unreinforced silicone elastomer materials. Care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks or tears.¿ proteinaceous debris was observed within the interior and exterior of the catheter. All catheters are 100% inspected at the time of manufacture. If information is provided in the future, a supplemental report will be issued.